Manufacturer narrative:
(B)(4).

Event description:
It was reported that " on (B)(6) 2026, an incident occurred in the intensive care unit with an arterial catheter ref sac-00818-pbx (batch; 71f25b0895). The arterial catheter was inserted into the femoral artery at 5 a.m. On (B)(6) in an intubated/ventilated patient, who was administered curare and noradrenaline. At 9:30 a.m., i.e. Four and a half hours after insertion, the positional arterial catheter showed a flat artery curve on several occasions, even though the patient was not moving. This has been a recurring problem in the department for several months. Positional arterial catheters (regardless of catheter size and site) 24 and 48 hours after insertion are very common in patients who were or were not given curarization, sometimes making it impossible to take blood samples 24 hours after insertion, which requires additional procedures that would otherwise not be necessary (blood sampling by puncture or catheter sampling site, non-invasive blood pressure monitoring with very regular measurements, catheter replacement)." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "stable". Associated MDR number include: 3006425876-2026-00190.

Event description:
It was reported that " on (B)(6) 2026, an incident occurred in the intensive care unit with an arterial catheter ref sac-00818-pbx (batch 71f25b0895). The arterial catheter was inserted into the femoral artery at 5 a.m. On (B)(6) in an intubated/ventilated patient, who was administered curare and noradrenaline. At 9:30 a.m., i.e. Four and a half hours after insertion, the positional arterial catheter showed a flat artery curve on several occasions, even though the patient was not moving. This has been a recurring problem in the department for several months. Positional arterial catheters (regardless of catheter size and site) 24 and 48 hours after insertion are very common in patients who were or were not given curarization, sometimes making it impossible to take blood samples 24 hours after insertion, which requires additional procedures that would otherwise not be necessary (blood sampling by puncture or catheter sampling site, non-invasive blood pressure monitoring with very regular measurements, catheter replacement)." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "stable". Associated MDR number include: 3006425876-2026-00191 and 3006425876-2026-00190.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.